Manufacturer narrative:
E1: initial reporter address 1: (B)(6). Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information. We haven't received any response yet through our good faith effort.

Event description:
It was reported that a broken hub occurred that required device replacement. A flexima all purpose drainage catheter was successfully implanted. However, the drain fractured at the hub after the patient was sent home. The patient was required to return to the hospital for device removal and replacement with a new drainage catheter. There were no patient complications as a result of this event. It was further reported that the flexima all purpose drainage catheter was implanted on (B)(6) 2025. On (B)(6) 2025, the patient returned to the hospital to have the device exchanged for a new one as the device had fractured.

Manufacturer narrative:
B3: date of event: used the first date of the month of the aware date as no event date was provided. E1: initial reporter address 1: (B)(6) hospital. Detailed product information and event details were not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information. We haven't received any response yet through our good faith effort.

Event description:
It was reported that a broken hub occurred that required device replacement. A flexima all purpose drainage catheter was successfully implanted. However, the drain fractured at the hub after the patient was sent home. The patient was required to return to the hospital for device removal and replacement with a new drainage catheter. There were no patient complications as a result of this event.